Event description:
The customer reported that following a diagnostic catherization in 2000, a vasoseal es was deployed. After the locator was at the arteriotomy it was noted that the tissue tract was shallow, however it was decided to proceed with deployment. The dilator was advanced without difficulty, but when an attempt was made to advance the sheath, both the locator and dilator pulled back. The locator was pushed forward and the j segment was retracted. The deployer then attempted to re-deploy the j segment and pull back, but the locator pulled all the way out of the pt while the dilator and sheath remained in place. It was noted that the j segment was not attached to the locator so a cutdown was done and the j segment was removed from the tissue tract. Manual pressure was applied and hemostasis was achieved. No further complications were reported.